Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when trying to change the infusion set. The customer's blood glucose was 154 mg/dl. While troubleshooting, it was found that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the occlusion test due to a faulty force sensor. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.